Event description:
It was reported that the patient presented in the emergency room due to the pacemaker exhibiting no low voltage output. No changes or intervention was reported. There were no patient consequences.